Event description:
The customer alleged that during a surgical procedure (sectio) the operating table moved the leg sections up by itself. The staff reacted immediately and pressed the button "leg sections down" and the movement stopped. Following this the user moved the leg sections down to the original position. The issue did not occur again after this. No injury was reported in relation to the event. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
A field service technician from our distributor inspected the device. No malfunction or issue was identified, the event could not be reproduced. However, it was recommended to replace the remote control by a new one. A further investigation is ongoing.